Event description:
A patient reported experiencing inaccurate high results with an ot ultra meter. The patient's blood glucose results were meter 318 mg/dl to lab 214 mg/dl. Tests were done within 10 minutes with a difference of 49%. Patient did not expeirence any adverse events. No further information has been reported.